Event description:
During preparation of a 7f 15x4 110cm maxi ld pta catheter, it was reported that when the physician tried to remove air inside the balloon catheter, air could not be removed completely. The physician suspected there was a micro-hole on the balloon. Therefore, the physician stopped using the device and exchanged for another balloon catheter. The procedure finished successfully. There was no patient injury reported. The product was not clinically used and will not be returned for analysis. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty reported removing the product from the packaging. The product was inspected prior to use and appeared to be normal. There was no problem reported flushing the device. No target lesion information is available. The patient is male, but his age was unknown. There was no difficulty removing the protective balloon cover, removing the product from the hoop, removing the stylet, or any of the sterile packaging components. An unknown indeflator was used successfully with other devices. Excessive force was not applied at any time during preparation of the device. The device was stored and handled according to the IFU.

Manufacturer narrative:
Complaint conclusion: during preparation of a 7f 15x4 110cm maxi ld pta catheter, it was reported that when the physician tried to remove air inside the balloon catheter, air could not be removed completely. The physician suspected there was a micro-hole on the balloon. Therefore, the physician stopped using the device and exchanged for another balloon catheter. The procedure finished successfully. There was no patient injury reported. The product was not clinically used and will not be returned for analysis. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty reported removing the product from the packaging. The product was inspected prior to use and appeared to be normal. There was no problem reported flushing the device. No target lesion information is available. The patient is male, but his age was unknown. There was no difficulty removing the protective balloon cover, removing the product from the hoop, removing the stylet, or any of the sterile packaging components. An unknown indeflator was used successfully with other devices. Excessive force was not applied at any time during preparation of the device. The device was stored and handled according to the IFU. The device was not returned for analysis. Review of lot 15970627 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported leakage during negative prep could not be confirmed as the device was not returned for analysis. The exact cause could not be conclusively determined. Based on the information available for review, a clinical determination regarding factors contributing to the reported leakage could not be made. Neither the information available for review nor the DHR suggests that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.